Event description:
The user facility reported that during a diagnostic colonoscopy, the users heard a popping noise, and experienced a complete loss of image. The user facility further reported that all of the lights in the front panel display were observed to flash. The pt was moved into different room to complete the procedure using a different tower. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not confirm the complete loss of image; however the front panel lights was confirmed to be flashing intermittently during the power-up cycle. The source of this difficulty was isolated to the power supply. The power supply was replaced and the video processor passed all standard tests and procedures. The device has been returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.